Manufacturer narrative:
Product ID: 7434-e, serial# (B)(4), product type: programmer. Product ID: unkn-ld, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
It was reported stimulation had worked fine until a motorcycle accident that occurred (B)(6) 2012. Since then, stimulation had been weak and needed to be increased. An impedance check was done and the patient felt a shocking sensation throughout his body, and it was not possible to complete the test. Additional information received 3 days later reported "no bad outcomes." And the patient was getting stimulation, just at slightly higher amplitude. It was noted the shocking was "normal" for this patient.